Manufacturer narrative:
(B)(4). Batch r5c24h. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with ten cartridge reloads present. The reloads (b, c, d, e, f, g, h and I) were received fully fired. The reloads (j and k) were received partially fired 1/16. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Reload b, c, d and e: ecr60d, r5az51, fully fired. Reload f, g, h and I: ecr60d, r5c00u, fully fired. Reload j: ecr60b, r5ah20, partially fired (B)(6) 2016. Reload k: ecr60b, r5al0p, partially fired (B)(6) 2016. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # r5c24h. A manufacturing record evaluation was performed for the finished device lot/batch number, r9584l, and no non-conformances were identified.

Event description:
It was reported that during the thoracoscopic radical resection of esophageal cancer, the blade did not cut the tissue, pulled the tissue to move out of jaw, and noted the tissue wrinkled together. It finally cut the tissue but the staples malformed. Changed other six reloads to continue the surgery, but the event happened as well. Used suture to oversew. There were no adverse consequences to the patient. No additional information could be provided.